Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records / radiographs were provided and identified the following, baseplate failure and the screws being fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02363, 0001825034-2020-02423, 0001825034-2020-02427, 0001825034-2020-02429. Concomitant medical products: part#113632 lot#349340, part#110031399 lot#64538350, part#110031427 lot#64336651, part#110030776 lot#11024227, part#110032430 lot#64376398, part#115395 lot#783220, part#180551 lot#035300, part#180553 lot#599050, part#180552 lot#819300. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is not available to be returned per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented for 6 month follow up post right shoulder hemiarthroplasty where x-rays revealed a broken central screw with glenoid loosening and migration. The patient underwent a revision surgery approximately 6 days later. Attempts have been made and no further information has been provided.